Event description:
A complaint was received regarding 40" (102 cm) appx 4.9 ml, admin set w/chemolock w/red cap, 20 drop in-line drip chamber, spiros, bag hanger, drop-in red cap that experienced particulate matter in the fluid path. It was reported that there was unidentified white substance in tube. They discovered it while checking for defects due to initial report of foreign substance found on tubing. There was no reported patient involvement.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Updated information: d9 investigation summary the complaint of particulate matter on item cl3020 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.